Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient had recurring incontinence, and was implanted with an artificial urinary sphincter (aus) on (B)(6) 2018. No evidence if an advance mesh was present at the time of the aus implant. No further patient complications were reported in relation to this event. Additional information was received that the previous advance sling was placed in (B)(6) in 2016.